Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged; however, it is unclear whether the stent dislodged during preparation or during the procedure. The stent delivery system (sds) was being advanced to the lesion; however, the guide wire had moved position, so the sds was pulled back into the guiding catheter while they tried to move the guide wire back into position. This was unsuccessful, so it was decided to withdraw the sds where upon the stent was noted to be missing. Reportedly ther were no attempts made to locate the stent angiographically. The patient is doing fine. No patient effects were reported. No additional event or patient information is available.